Manufacturer narrative:
The device was returned to olympus for inspection based on the results of the investigation, the most probable cause of this complaint is expected or random component failure, with no design or manufacturing issue identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device. Date of event is unknown. Additional information will be provided if available.

Event description:
The customer returned the bronchovideoscope to the service center for an evaluation related to a separate issue. During the evaluation, a reportable malfunction was identified: b30 scope communication error. There was no patient involvement associated with this event.